Manufacturer narrative:
(B)(4). This lot was manufactured from march 8, 2015 ¿ march 10, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor delivered its contents to a patient quicker than expected. The device was filled with 1 gram of vancomycin in 240ml of sodium chloride. The expected infusion time was 24 hours; however, the infusion completed in 17 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.